Event description:
It was reported that while trying to initiate therapy on patient and the arctic sun device keeps alerting low flow water flow rate (wfr) was 0 l/m, 4 pads connected. In hypothermia patient temperature (pt) was 36.1c, targeted temperature (tt) was 36c, water temperature (wt) was 19.8c. Had them stop therapy and empty pads; empty pads not complete alert received. Disconnected and reconnected pads, restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads, received empty pads not complete alert again. Placed device in manual control at 10c with no pads. Outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 11.2c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1161.6, pump hours were 990.8. Added back all 4 pads and in manual control outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.3c, inlet temperature (t3) was 9.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0. Device then alerted 41 low internal flow. Advised to swap out devices and send to biomed for evaluation labeled 41. Called back a few hours later stating that they were still having the pressure transducer issue requested a quote for depot repair. During functional check it was determined that the device pressure transducer was having issues reading -3.4 when fluid delivery line (fdl) removed. They will remove the transducer and clean it to clear any potential clogs. They will call back if after cleaning the transducer still displays a negative pressure while the fluid delivery line (fdl) was removed. It was updated on 20may2023, that the biomed stated they were speaking with them earlier to troubleshoot the arctic sun device, biomed asking to be transferred to them if possible. It was reported that the biomed performed preventive maintenance and getting and noted the inlet pressure (ip) was out of specification on all ports with shunt tube attached. Per follow up information received via phone on 23may2024, it was reported that they were sending the device in for evaluation.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated, and the issue was unconfirmed. Initial start and several starts, ip reads 0.0 psi. But they could not reproduce false negative. Replaced pressure transducer preventatively. It was also reported during therapy the water flow rate (wfr) was 1.1 l/m (pr# (B)(4)). Observed adjustment screw on I/o manifold was screwed all the way in. Adjustment screw was readjusted. Completed all applicable updates. Performed a functional check and pre-cal the device after the repairs. Unit calibrated with an ctu. Passed ctu calibration and document testing. Performed an electrical safety test. Passed electrical testing and documented testing. Completed the final inspection. Installed shunt lines into fdl and verified the pressure test was found to meet the requirement of +2psi or above per procedures. Fdl passed all leak and pressure tests and is free of damage or defects. The unit is functioning properly. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported event is unconfirmed the labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while trying to initiate therapy on patient and the arctic sun device keeps alerting low flow water flow rate (wfr) was 0 l/m, 4 pads connected. In hypothermia patient temperature (pt) was 36.1c, targeted temperature (tt) was 36c, water temperature (wt) was 19.8c. Had them stop therapy and empty pads, empty pads not complete alert received. Disconnected and reconnected pads, restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads, received empty pads not complete alert again. Placed device in manual control at 10c with no pads. Outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 11.2c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1161.6, pump hours were 990.8. Added back all 4 pads and in manual control outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.3c, inlet temperature (t3) was 9.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0. Device then alerted 41 low internal flow. Advised to swap out devices and send to biomed for evaluation labeled 41. Called back a few hours later stating that they were still having the pressure transducer issue requested a quote for depot repair. During functional check it was determined that the device pressure transducer was having issues reading -3.4 when fluid delivery line (fdl) removed. They will remove the transducer and clean it to clear any potential clogs. They will call back if after cleaning the transducer still displays a negative pressure while the fluid delivery line (fdl) was removed. It was updated on 20may2023, that the biomed stated they were speaking with them earlier to troubleshoot the arctic sun device, biomed asking to be transferred to them if possible. It was reported that the biomed performed preventive maintenance and getting and noted the inlet pressure (ip) was out of specification on all ports with shunt tube attached. Per follow up information received via phone on 23may2024, it was reported that they were sending the device in for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while trying to initiate therapy on patient and the arctic sun device keeps alerting low flow water flow rate (wfr) was 0 l/m, 4 pads connected. In hypothermia patient temperature (pt) was 36.1c, targeted temperature (tt) was 36c, water temperature (wt) was 19.8c. Had them stop therapy and empty pads, empty pads not complete alert received. Disconnected and reconnected pads, restarted therapy and device primed to 0 l/m. Had them stop therapy and empty pads, received empty pads not complete alert again. Placed device in manual control at 10c with no pads. Outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.2c, inlet temperature (t3) was 15.7c, chiller temperature (t4) was 11.2c, water flow rate (wfr) was 1.1 l/m, inlet pressure (ip) was -7.1, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 1161.6, pump hours were 990.8. Added back all 4 pads and in manual control outlet monitor temperature (t1) was 8.6c, outlet control temperature (t2) was 8.3c, inlet temperature (t3) was 9.6c, chiller temperature (t4) was 7c, water flow rate (wfr) was 0.2 l/m, inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 17 percentage, mixing pump command (mpc) was 0, heater command (hc) was 0. Device then alerted 41 low internal flow. Advised to swap out devices and send to biomed for evaluation labeled 41. Called back a few hours later stating that they were still having the pressure transducer issue requested a quote for depot repair. During functional check it was determined that the device pressure transducer was having issues reading -3.4 when fluid delivery line (fdl) removed. They will remove the transducer and clean it to clear any potential clogs. They will call back if after cleaning the transducer still displays a negative pressure while the fluid delivery line (fdl) was removed. It was updated on 20may2023, that the biomed stated they were speaking with them earlier to troubleshoot the arctic sun device, biomed asking to be transferred to them if possible. It was reported that the biomed performed preventive maintenance and getting and noted the inlet pressure (ip) was out of specification on all ports with shunt tube attached. Per follow up information received via phone on 23may2024, it was reported that they were sending the device in for evaluation.